Manufacturer narrative:
The manufacturing lot number associated with this complaint was not provided. Without the lot number, a device history record (DHR) review could not be performed. All dhrs are reviewed for accuracy prior to product release. The product sample consisted of one palindrome 23/40 w/slot catheter which presented blood residue. After a visual inspection, one hole was found in the venous extension. During a functional test (underwater test), bubbles were detected coming out from the venous extension. The arterial extension did not show bubbles during the test. As per the instructions for use, it is necessary to perform a visual inspection before using the device. Do not use the catheter or components if they appear damaged or defective. The catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks, scrapes or cuts which could impair its performance. The device was in use for 2 years. The device was more likely damaged during use. Catheter use and cleaning information was gathered from the customer. Due to evidence of chemical degradation, the most probable root cause can be due to improper use of cleaning agents. Whenever alcohol is used, be sure to allow two minutes for drying. Ensure the hub area is dry prior to dressing the exit site and/or catheter back end. Be sure to leave the hub and hub joint exposed [do not cover with dressing]. The device involved in this event was manufactured before the implementation date of actions related to a corrective and preventative action. It was defined that this event is being handled through this CAPA and no additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly.

Manufacturer narrative:
Submit date: 10/23/2014. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states that there&#39;s a leak at the y junction. As the result, the patient experienced blood leakage. The device was pulled and replaced on (B)(6) 2014. No patient injury. The dwell time of the catheter in the patient: approximately 2 years.